Manufacturer narrative:
Additional implanted dates: (B)(6) 2008.

Event description:
(B)(4). Initial information was reported by a physician to a company sales representative on (B)(6) 2008 and additional information was received from the physician on (B)(6) 2008: a currently (B)(6) female who is (B)(6) tall and weighs (B)(6) received a total of four injections of poly-l-lactic acid (sculptra) [lot # and expiration date unknown] for facial atrophy; treatment dates were provided as (B)(6) 2007, (B)(6) 2008, (B)(6) 2008 and last injection six to eight months ago, mostly in her cheek folds. The product was reconstituted with sterile water, and lidocaine and epinedrine. She developed "severe papules with swelling" three to four weeks ago, which are "visible throughout the whole face"; and the doctor diagnosed it as possible erythema nodosum. The patient was put on steroids and antihistamines about two weeks ago as treatment measures. (Treatment with poly-l-lactic acid does not continue). When the company representative saw the patient on (B)(6) 2008, she did not see any thing visible. On follow-up call to the physician, patient demographics and the indication, treatment dates, and reconstitution information were provided as above. The event was provided as papules with swelling on the face. Physician did not have chart, therefore, details of total volume of injections given and size of papules were not available. A biopsy was not performed. Concomitant medications included blood thinners and blood pressure medicines (unspecified). The event abated at the time of this report. No further medical information was provided. Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.